Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch. Additionally, the ra lead exhibited loss of capture. Programming changes were made; the lead will continue to be monitored. There were no patient consequences.